Manufacturer narrative:
Initial reporter facility name: hainan provincial hospital of traditional chinese medicine initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the cap of one unit of polyflux 14l before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation; however, photos of the sample were provided for evaluation. Visual inspection of the three provided photos shows the product out of the original packaging. Photo one and two only showed the product barcode and the product label. Photo number three showed the header area with a large black spot/particle visible between the header cap and the housing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.